Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported a failure of threaded axis and the corresponding receiving threads of the alignment jig. Threads were crossed, resulting in device locking and unable to remove compression device after nail fixation. Product in contact with the patient, no injury reported and the event lead to 30 minutes surgical delay due to product problem.

Manufacturer narrative:
Integra has completed their internal investigation on november 10, 2017. Results: DHR review; we do not have any information about lot number, so no DHR review can be done. Complaints history; a review of the complaint system was performed during last two years. This is the third incident reported about seizure between nail fixation axis (519111) of support device (519110) and threaded axis (519131) for the past two years, but this is the first incident which had increased surgery time (addition of 30 min to surgical time). As instruments pn 519110nd is a reusable instrument and used for insertion of each panta nail implants surgery, the number of sold panta nail implants is taken. During the same time period, 1554 about panta nail have been sold. The complaint rate for this kind of incident during the stated time period is 0.193 percent, but the rate for incident which had an impact on surgery time is 0.064 percent. Conclusion: product not returned therefore investigation for root cause cannot be performed.